Event description:
Infusion pump with a failure code 812:02. Although an attempt had been made to contact the reporting facility, no additional info was available regarding pt age or status, injury, or medical intervention.